Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Evaluation, results and conclusion: (severe calcification of the vessels).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 54.5 mm abdominal aortic aneurysm approx 1 month ago. Vessel morphology was reported as the aortic neck was barrel-shaped, ranging from 23-25-22 mm in diameter, 4 cm long, mildly thrombus, mildly angulated, and moderately calcified. The iliac vessels were non-tortuous and severely calcified. The talent stent grafts were implanted without issues. The severe iliac calcification was not appreciated pre-operatively. A distal type I endoleak was observed on the right side/contralateral limb (ref MFR # 2953200-2011-00414), as the heavy, circumferential calcification prevented a good seal. An aneurx extender cuff was placed; however, the distal type I endoleak was still present. It was thought that the placement of the aneurx cuff may have caused some calcium to break off, which changed the sealing zone of the graft against the vessel wall and therefore could not create a tight seal. A longer flared talent limb was then implanted, which successfully resolved the distal type I endoleak. No additional clinical sequelae were reported and the pt is fine.